Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. During troubleshooting with technical support, the pump was reset to clear the alarm. Reportedly, customer resumed pump therapy.